Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) with blood glucose of 800 mg/dl. Customer was admitted on september 1 and released on september 6 his meter reading was 600 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with intravenous fluid, manual shots and pacemaker. Customer was performed self test and it was pass and high performance test was fail. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).